Event description:
It was reported that on (B)(6) 2011 the patient underwent a surgery for an l4-l5 disc herniation via tlif approach to perform discectomy and fusion that the surgeon cut a nerve root that resulted in permanent nerve damage. No other patient info is known.

Manufacturer narrative:
(B)(4). The device has been unavailable for evaluation. No root cause(s) or contributing factors related to the injury have been established.